Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. System error 322 alarms were confirmed. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switch to move in and out from the upper and lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper and lower auxiliary assemblies, which contains the failed screws, were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.